Manufacturer narrative:
A replacement pendent was sent to the account to repair the bed.

Event description:
The account alleged that the pendant cable has pulled away from the body of the pendant exposing the metal wires inside the cable. There were no injuries.